Manufacturer narrative:
Estimated date of event: (B)(6). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in an unknown artery. The 2.0x12mm mini trek balloon dilatation catheter (bdc) did not inflate therefore, it was removed from the patient. Once removed, the physician tested the bdc outside the patient and the balloon was noted to have a leak at the shaft. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Event description:
It was reported that the procedure was to treat a calcified lesion in an unknown artery. The 2.0x12mm mini trek balloon dilatation catheter (bdc) did not inflate therefore, it was removed from the patient. Once removed, the physician tested the bdc outside the patient and the balloon was noted to have a leak at the shaft. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided. Subsequently, after the initial MDR was filed the account confirmed the second mini trek received was the device used to successfully complete procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak or inflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.d9: device available for eval was updated from "yes" to "no" h3: reason device not evaluated by mfg updated to no.